Event description:
It was reported that pauses were observed via holter monitoring, at times symptomatic for the patient. Interrogation of the pulse generator revealed that the device was oversensing and therefore, not pacing. The device sensitivity was reprogrammed. The patient was in good medical condition and was scheduled for follow-up in one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.